Event description:
It was reported that via a remote transmission, far r-wave oversensing was noted on the atrial lead reuslting in inappropriate mode switch. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.